Event description:
It was reported that the physician could not communicate with the vns pt's device at a follow up visit. Troubleshooting performed by the MFR representative ruled out the programming system as a potential cause to the communication difficulties. There is no programming history available to perform a battery life calculation to assess for battery depletion. The pt subsequently had surgery where the generator was replaced. Good faith attempts to obtain additional info from the physician have been made, but have been unsuccessful to date. In addition, good faith attempts to obtain the explanted generator for analysis have been made, but the device has not been returned for analysis.